Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
*Update** clinical report states the patient had migration and loosening of their stem. The stem is being reported at this time.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2016626 did not reveal any related manufacturing anomalies. A search of the complaint database found no additional related reports for the lot codes 1860634, 2140625, a2fe2100, 2186444 or 2177967. Provided medical records have been reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged elevated metal ions however there is no values of laboratory. Added dor.